Event description:
As reported, the tip of a 6f¿7f mynx control vascular closure device (vcd) cracked while attempting to advance the device through the sheath. A second device from a different lot was opened and the same issue occurred. The tip was cracked, meaning the plastic sheathing around the polyethylene glycol (peg) was broken, exposing the peg to body fluid. The devices were removed, and another mynxgrip vascular closure device was used to complete the closure procedure successfully. Hemostasis was achieved using a 6/7 grip. There was no reported patient injury. The deployer was mynx certified. The device was inspected prior to use, prepped and used according to the instructions for use (IFU), and opened in a sterile field. The procedure used a retrograde approach. A non-cordis 6f sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. Resistance was encountered immediately upon contacting the sheath hemostasis valve. The device was not able to partially enter the sheath before the tip cracked. The sheath hemostasis valve was not inspected for damage or abnormal resistance. The device was aligned straight with the sheath during insertion. The device was pushed like normal while advancing through the sheath. Both failed devices were used with the same sheath introducer. A mynx 6/7 grip was successfully used through the same sheath after the event. The customer reported that the valve of a non-cordis sheath may have been compromised or malfunctioning, preventing the device from advancing properly through the sheath. The device will be returned for evaluation.

Manufacturer narrative:
Lot, manufactured date and expiration date will remain unknown, if lot information is received, it will be submitted within 30 days upon receipt. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.